Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was delivering zero boluses without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: during investigation, the pump history was reviewed and showed zero unit boluses on (B)(6) 2013. A 24 hour duration test was performed with no unprogrammed boluses occurring during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no damage found to keypad. All buttons responded to presses appropriately. The keypad was removed and no damage was found to the button contacts. The history/settings issue was confirmed in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.